Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. Visual inspection was performed and found the teflon pad separated from the jaw exposing metal. The root cause for the reported event is most likely due to insufficient tissue between the probe and jaw when the device was activated. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad melted, partially separating from the jaw, and metal was exposed. A second thunderbeat hand piece was then used when the probe tip broke off inside the patient. The probe was retrieved and no patient injury occurred. A third thunderbeat hand piece was used to complete the procedure. This is 1 of 2 reports.